Event description:
It was reported that "pt returned to doctor's office for postoperative visit. X-ray shows the screws have fallen out of the occipital plate."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.